Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and three months following the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm non-medtronic (edwards) surgical aortic valve, a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, leaflet thickening with thrombus/pannus formation was also reported. Subsequently, the patient was scheduled for a procedure to address the failed valve. Additional information was received indicating that mean and peak valve gradients of 26 mmhg and 44 mmhg, respectively, were noted when the thrombus was detected. The reporter stated that the patient was on anticoagulant medication for atrial fibrillation. Following the implant of the evolut r valve over eight years ago, acetylsalicylic acid was used for anti-platelet therapy and eliquis was used for anticoagulation therapy. No treatment was given for the thrombus, but a non-medtronic transcatheter valve (20 mm edwards) was implanted valve-in-valve to address the valve failure due to stenosis. Additional information was received that the non-medtronic transcatheter valve was implanted eight years and four months following the initial transcatheter valve implant procedure.

Event description:
It was reported that approximately eight years and three months following the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm non-medtronic (edwards) surgical aortic valve, a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, leaflet thickening with thrombus/pannus formation was also reported. Subsequently, the patient was scheduled for a procedure to address the failed valve. Additional information was received indicating that mean and peak valve gradients of 26 mmhg and 44 mmhg, respectively, were noted when the thrombus was detected. The reporter stated that the patient was on anticoagulant medication for atrial fibrillation. Following the implant of the evolut r valve over eight years ago, acetylsalicylic acid was used for anti-platelet therapy and eliquis was used for anticoagulation therapy. No treatment was given for the thrombus, but a non-medtronic transcatheter valve (20 mm edwards) was implanted valve-in-valve to address the valve failure due to stenosis.

Manufacturer narrative:
Additional information: b2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 3 months following the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm non-medtronic surgical aortic valve, a computed tomography (CT) scan was performed that revealed the valve failed due to stenosis. Additionally, leaflet thickening with thrombus/pannus formation was also reported. Subsequently, the patient was scheduled for a procedure to address the failed valve.